Event description:
Allegedly as the doctor started to screw the product in, the screw broke off at the tip.

Manufacturer narrative:
Aap assumes a user fault which occurred because of the application of the screw without pre-drilling into the hard cortical bone as recommended in the surgery technique. The reason for this conclusion is the based on the visual inspection of the damaged part. Our distributor confirmed that no fragments of the screw were left in the body.